Manufacturer narrative:
B5- per updated information the lens was explanted on (B)(6) 2022. The lens was later replaced with a longer length lens and the problem resolved. Claim# (B)(4).

Manufacturer narrative:
Type of investigation lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -1.75 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.